Manufacturer narrative:
The device was not returned for analysis. Add'l info was received stating that the physician used the surepath as the delivery rail and the other guidewire (whisper) as the "helper." After positioning the stent on the surepath guidewire and before inflating the balloon-expandable stent, the physician pulled the whisper wire proximal to the deployment location. It is believed that the physician intentionally trapped the surepath wire between the stent and the arterial wall; however when pulling it out the tip became trapped.

Event description:
The physician used a 0.014" diameter, 300 cm length, extra rail support, floppy tip guidewire to cross a chronic total occlusion of the right carotid artery (rca). He then used another MFR's guidewire secondary wire to protect access. A 2.5 x 15 mm balloon was used to create a channel for stenting the rca. A 3.5 x 30 mm stent was placed and post dilated with a 4.5 x 15 mm balloon. After post-dilation, the physician began to remove the surepath guidewire from the body. The guidewire's tip became detached and was observed to be lodged between the stent and the arterial wall. The detached tip was left in place and post dilated with a 4.5 x 15 balloon a thigh pressure to adhere the tip against the arterial wall. There was no pt sequelae.